Manufacturer narrative:
Additional information: h4, h6(update codes) and h11. H4: the lot was manufactured between 07 january, 2025 and 08 january, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml exactamix eva (ethylene vinyl acetate) bags were leaking from the membrane port. There was no patient involvement. No additional information is available.